Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid after the customer had accidentally jumped in a pool with the device. The customer's blood glucose was 282 mg/dl. The customer reported seeing fluid under the liquid crystal display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage underneath lcd screen, electronic assembly or motor noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.